Manufacturer narrative:
7/31/97-supplemental report #1 sent to FDA.

Event description:
The product was used during a phinosis procedure. Reportedly, the pt developed a reaction to the suture. The surgeon performed a reoperation to correct the condition. The hosp did not provide any add'l info.